Event description:
Pt's husband called to advise that the lower portion of the masque was not cooling. Caller requested a replacement masque for his wife's recovery. A new masque was tested and shipped for the pt and the defective masque was returned at the end of the pt's rental period to complete the investigation.

Manufacturer narrative:
.